Manufacturer narrative:
(B)(4). The customer indicated they would obtain a replacement battery. The battery was not returned to physio-control for evaluation. The battery was approximately 10 years old and had likely become depleted normally due to age and use. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
The customer contacted physio-control to report that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated.